Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, lens was ripped after inserted into the patient's eye. Additional information was received, lens was partially in the patient's eye and removed. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lens and the used company cartridge was returned inside the lens carton. Inadequate viscoelastic was observed in the cartridge. The cartridge tip had heavy stress. The anterior of the cartridge tip had a wide aneurysm that formed beyond the parting line and extended to the tip exit. The posterior of the cartridge tip had an aneurysm at the tip exit. The cartridge had evidence of placement into a handpiece. The lens was returned positioned incorrectly (posterior surface up) inside the lens case. Solution was dried on the lens. Both haptics were bent at the gusset area. The right and left sides of the optic edge were broken, cracked and torn in two areas. Product history records were reviewed and documentation indicated the product met release criteria. Information was provided that indicated the use of a qualified cartridge, handpiece, and viscoelastic combination. The used lens was broken, cracked, and torn. Based on the damage to the lens and the evaluation of the used cartridge, the root cause appears to be related to a failure to follow the (instructions for use) IFU. An inadequate amount of viscoelastic was observed in the cartridge. The IFU instructs to fill the cartridge with viscoelastic before attempting to load the lens. No viscoelastic was visible in the body of the cartridge. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd (ophthalmic viscosurgical device), which may result in damage or delivery issues. The IFU instructs: follow the section regarding directions for use for information on the maximum allowed time for the iol (intraocular lens) to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. The manufacturer internal reference number is: (B)(4).